Event description:
The pt reported she is no longer receiving stimulation as she is unable to increase stimulation due to auto-reduction. Follow-up identified lead diagnostics showed invalid impedance values for the scs lead. Additionally, it is though the lead might be fractured. Subsequently, surgical intervention will be taken at a later date to address the issue after the pt's other health issues (unrelated to scs system) have been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.